Manufacturer narrative:
Updated/corrected data: b5, h6 h6: previously submitted codes for heart failure, stenosis, and central regurgitation no longer applies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarification of previously reported details. The aortic stenosis and moderate to severe aortic regurgitation were the conditions of the native aortic valve prior to the medtronic transcatheter valve implant. The patient also had ischemic cardiomyopathy and cardiac stability was not likely at the time of failing transcatheter valve. The transcatheter valve was absent from stenosis. Rather, the patient presented with syncope, complete heart block, and 1-2+ paravalvular leak (pvl) associated with the failing transcatheter valve prior to the its revision.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the complete heart block was intermittent and did not resolve. A dual chamber pacemaker was implanted approximately 3 year and 10 months following the transcatheter aortic valve implant for the complete heart block. As reported, the complete heart block caused the syncope. However, the reason for the complete heart block was not documented.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 years and 10 months following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized with mixed aortic valve disease. Moderate to severe aortic regurgitation and aortic stenosis were noted.

Manufacturer narrative:
Updated data: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that heart failure and hemodynamic instability occurred. Ultimately, approximately 3 years and 11 months following the valve implant, a valve-in-valve was performed. The replacement valve was a non-medtronic valve.